Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the screen went black while in use. Two (2) ER doctors had the same issue with this smart cable during two (2) different cases in one (1) night. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.